Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Additional information became available that the pace sense portion of this lead was surgically abandoned and a new pace sense lead implanted. To date, no additional adverse patient effects have been reported.

Event description:
Boston scientific received information that this right ventricular lead exhibited high out of range impedance measurements of greater than 3000 ohms as well as increased threshold measurements.